Event description:
The manufacturer received information alleging an alarm and unit shut down occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The internal battery depleted alarm and loss of power alarm were recorded. The device's main board was replaced to resolve the issue. It was concluded that the event occurred due to a temporary failure in the power management circuit and therefore misrecognized the battery states as if each battery capacity was depleted and triggered a loss of power alarm as a result.